Event description:
Customer reported the insulin pump was alarming no delivery during basal, bolus, and fixed prime. Troubleshooting was performed. Customer's blood glucose was 555 mg/dl, treated with manual injections. Customer was assisted with performing a five unit fixed prime, insulin did not exit and the device alarmed. Customer was advised to disconnected and reconnected the reservoir and infusion set, and to manually push insulin through the tubing with the plunger. Customer reported the insulin did exit. Customer was advised to rewind the device and perform manual prime on the device, insulin did exit. Customer was advised the device is working as designed. Customer requested did not feel the pump was working and requested the device to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. No cosmetic damage was noted.